Event description:
A hemovac with 10 fr drain was placed during surgery. The patient had a posterior cervical fusion. The nurse iniitally had difficulty removing the hemovac drain. When slightly more tension was applied to remove the drain the tube broke off. An x-ray showed that the distal part of the drain tube remained in the patient. The patient was taken back to surgery to remove the remaining portion of the drain. It was reported as approximately 5 inches long. The remaining portion was removed in surgery without difficulty or further problem.